Manufacturer narrative:
(B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the rca and two in the lad. An angiographic complication of dissection occurred in the lad during the index procedure.